Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger case seal was missing. A review of the event history log (ehl) identified primary audible alarm post and check clutch/plunger lever. During the functional testing was unable to duplicate the reported issues. The root cause of the customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Replaced lead screw, clutch spring and both clutch halves as a preventative measure. Also installed missing plunger case seal. The root cause of the primary audible alarm post was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventative measure. Performed occlusion test, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that a smiths medical medfusion pump error code was noted, clutch arm was adjusted/missing o ring, and the clutch arm seal was torn . No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).